Manufacturer narrative:
Insulin pump received no button response due to problem isolated to the keypad assembly. Unable to perform audio/vibrate anomaly due to keypad assembly was damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the button pad got crushed, the buttons are not responding, insulin pump was beeping and the medtronic logo was flashing on the screen. Customer's blood glucose level was 70 mg/dl at the time of incident. Customer stated that their was physical damage to the reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.